Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon eval the trunk cable connector was damaged and several wires were cut. The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A pt svc rep assisting a (B)(6) year old male pt contacted zoll customer support to report that the pt received a code 204 when connecting his electrode belt to the monitor. The pt was issued a replacement electrode belt.